Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that the patient faced an event on (B)(6) 2025 where the patient forgot to remove needle guard prior to insertion. The issue occurred with one infusion set. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025- 07562), was submitted on 01-may-2025. Upon completion of the investigation, the manufacturing date was updated as 29-may-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006878, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6006878". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6006878 was manufactured according to the work instruction (wi) version 96 and manufactured in the machine multivac 14 on 29/may/2024, with a total of (B)(4) units. Welding lot: the lot 4d05186 was manufactured according to the wi version 33 and manufactured in the machine ls06 and ls07 on 27/apr/2024, with a total of (B)(4) units. The lot 4d05188 was manufactured according to the wi version 33 and manufactured in the machine ls24 and ls25 on 29/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.